Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a device used for spinal fusion. It was reported that product center locking nut continues to round out/ deform either in conjunction with or as a result of the poor fitting torque wrench. Torque wrench interface also deforms/ rounds out after even one use. New tools were brought in regularly to alleviate the issue. The product remains implanted. There were no further complications reported regarding the event. Update: pre-op diagnosis -burst fx levels implanted -t12 there were no patient complications reported. The issue experienced was with the torque limiting driver for the crosslink. The crosslink was tightened and remains implanted.